Event description:
It was reported that this pacemaker system presented right ventricular (rv) channel oversensing that was suspected to be caused by the ventricles t-wave or atrial signals. Technical services (ts) was consulted and noted the intervals between the beats were the same each time and the events occurred on the same date and time. Ts questioned if this patient was on dialysis or had an electrolyte imbalance as a possible cause for the t-waves elevation. The patient was scheduled for an in clinic follow up. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system presented right ventricular (rv) channel oversensing that was suspected to be caused by the ventricles t-wave or atrial signals. Technical services (ts) was consulted and noted the intervals between the beats were the same each time and the events occurred on the same date and time. Ts questioned if this patient was on dialysis or had an electrolyte imbalance as a possible cause for the t-waves elevation. The patient was scheduled for an in clinic follow up. This pacemaker remains in service. No adverse patient effects were reported. At a later date, this pacemaker was explanted due to normal battery depletion. No adverse patient effects were reported. This device has been returned and analyzed.